Event description:
As reported: vessel was occluded post manta deployment. Balloon advanced to access point and inflated for 5 minutes. Good flow down leg post balloon inflation. The angiogram showed some collagen in the vessel, however, the physician felt that there was good hemostasis in the groin and good flow down the leg so he was satisfied with the outcome.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms of post-deployment and during balloon inflation were submitted for review but did not show an occlusion present. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was 8.5mm x 9mm, mild medial and posterior calcification, posterior wall calcification, and a depth deployment measurement of 4.5cm + 1cm. A central positioned access was gained utilizing ultrasound and micropuncture. No issues were encountered advancing or exchanging the procedural sheaths. Following deployment, a post closure angiogram showed an occlusion. A balloon was advanced, inflated, and flow was restored. The proctor mentioned partial collagen in the vessel could be seen on the angiogram, however, the physician was satisfied with the outcome since good hemostasis was present in the groin and good flow down the leg. The root cause of the occlusion is suspected to be due to the collagen deploying partially into the vessel. The IFU lists possible adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.